Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that a button on the infusion device was not functioning. At the time of report, it was not specified which button. No adverse event was reported. The infusion device was requested to be returned for product evaluation.